Event description:
It was reported to boston scientific corp that during an anterior/posterior pelvic floor repair procedure, using a pinnacle posterior pfr kit, the needle detached (with "very little, if any" suture) from the mesh leg, inside the pt, when the physician was throwing the mesh leg through the sacrospinous ligament. The physician visually attempted to locate the needle, but could not locate it so he left it inside the pt. The physician completed the procedure with another pinnacle posterior pfr kit without further complications to the pt, who is reportedly "great" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.